Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed that the slack was taken up and the loop of the trip wire was secured to the post on the handle. The ligator housing, however, was not returned for evaluation. No visible damage was observed on the handle, and no additional findings could be confirmed with the components received. The reported event of bands failure to deploy could not be confirmed through testing due to the absence of the ligator housing. A risk review was completed and verified that bands failure to deploy is a known event defined in the risk documentation of the product, supporting acceptable risk benefit for the product. Although the returned handle showed no abnormalities, the lack of the ligator housing prevented assessment of the deployment mechanism and precluded determination of whether a device related malfunction or procedural factor contributed to the event. Therefore, due to the limited available evidence and inability to conduct a complete product evaluation, the most probable root cause for this event is classified as unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, when the third band was deployed, the band was stuck. After withdrawing from the body of the patient, it tried to rotate the handle and the click sound was heard, but the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.